Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: a review of the pump black box data showed multiple pump reboots. During investigation, the pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. A test battery cap was used for all testing. The pump powered on with the test battery cap. A visual inspection of the pump showed that the battery compartment was cracked. There was damage observed to both the battery compartment threads and battery cap threads. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The complaint of intermittent power was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the display was found to be dim and discolored.